Event description:
Customer reported that they want the battery cover replaced. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation results: the reported issue for battery cover needs replacement was confirmed. Evaluation of the returned product revealed the battery door is broken on one side and the hinge is missing. Additionally the hinge on the other side has been cut off smoothly. However the unit powers up when using a test battery door and new batteries. The unit also powers up when using a test battery door and new batteries. The unit also powers up when using the customer's returned battery door with new batteries. The nurse call light turns off intermittently at the nurse call test fixture when the nurse call cable is wiggled. Used a working nurse call test fixture and nurse call cable. Note: the instructions for use have a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).